Event description:
On (B)(6) 2016 information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, female patient who was receiving hydromorphone 1mg/ml at 0.5983 mg/day and bupivacaine 5.5 mg/ml at 3.29 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2016, telemetry confirmed the elective replacement indicator (eri) had occurred. It was unknown if an alarm was heard. The eri was not expected. At the patient's last refill less than 2 months ago, the eri was 24 months. The company representative didn't think the patient was able to hear the alarm and was in nursing home. It was decided the patient was not a good candidate for replacement due to her age. The patient was due in the office in approximately a week from (B)(6) 2016. They planned to explore putting the pump in minimum rate mode and treating the patient with oral medication. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.